Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint (suj) 4 proximal harness. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure of the suj harness. The probable root cause of error 23072 is attributed to a sensor failure resulting in a difference between the primary and secondary setup joint (suj) readings that is larger than expected. The arm with the faulty suj sensor is placed in a locked state while the remaining arms on the system arm placed in a recoverable soft-lock mode. If this error cannot be cleared, then the user has the option to disable the affected arm and continue using the system in a reduced capacity.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical technician informed that fault 23072 occurred on arm 4. The technical service engineer (tse) guided the customer to power cycle the system and perform emergency power off (epo), but the issue persisted. The customer didn't want to start the procedure with arm 4 disabled, so they cancelled the surgery. The procedure was aborted prior to patient involvement with no reported injury.